Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not available for reporting. Unknown when device malfunctioned or became dull. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that a 2.0 mm drill bit was dull and the surgeon had to use the second one in the set. This occurred during a wrist fusion procedure on (B)(6) 2018. The surgeon stated that he had no ability to drill with the complaint bit; it was dull and unusable. There was a one minute surgical delay related to switching out drill bits. The procedure was completed successfully with the patient in stable condition. This complaint involves one device. This report is 1 of 1 for (B)(4).